Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 5th june 2008 and performed to specification up to the 14th november 2010. During this time the pad-pak was removed and re-installed for one occasion for a period of approximately 13 days. On the 21st november 2010 the device failed the weekly auto self-test due to a low battery. An additional two low battery fails were recorded on the 22nd november 2010. The device was still in fault mode on the 30th november 2010 when an increase in voltage suggests a further pad-pak was installed. On the 27th december 2015 the device failed the weekly auto self-test due to a low battery. The device was still in fault mode when an additional low battery fail was recorded on the last history log entry on the 8th january 2016. The device software was updated after this date from version 2.0.2 to 3.2.0 but was not manually power cycled. Investigation was unable to replicate or find any evidence of the reported fault. There were no ten minute manual power ups in the history log. The initial pad-pak performed as expected for approximately 29 months before issuing a low battery warning. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.